Event description:
The customer reported that the system continues to emit x-ray after they took their foot off of the foot switch. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The foot switch was identified as being faulty and a new foot switch was ordered. No conclusion can be drawn as further repair info is unavailable at this time.